Manufacturer narrative:
(B)(4). This complaint for a report of a use error-breach in aseptic technique issue and peritonitis was confirmed because the nurse reported the break in aseptic technique was caused by the patient not wearing a mask. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was a user error identified with no product allegation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis with (B)(6) in a male patient coincident with dianeal pd4 ambuflex and extraneal therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was due to the patient not wearing a mask. The patient was treated with ancef and gentamycin on the following date (B)(6) 2012 (dose, frequency, route unknown). The patient was discharged on (B)(6) 2012. The patient received vancomycin on the following dates: (B)(6) 2012. The patient was retrained on proper aseptic technique. The patient has recovered from this peritonitis event. Per the nurse, the event of peritonitis was not related to dianeal therapy or the devices.